Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the protein index on the reprocessor, which was measured regularly, registered higher than usual. The reprocessor was used to reprocess a gastrointestinal videoscope. This was found outside of a procedure, during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.